Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 500cc mentor smooth round high profile saline breast prostheses, suffered infection and had fluid coming from the right breast, post-operatively. As a result, the patient underwent unilateral removal on (B)(6) 2019. Subsequently, the patient underwent replacement implantation surgery with a 500cc mentor smooth round high profile saline (catalog: 3503500 lot: 9353661 sn: (B)(4)) on (B)(6) 2019.